Event description:
Operative report shows pt had very thick capsular contracture. Upon removal, there had been some diffusion of the gel through the implant envelope and the outer area of the implant was sticky with silicone gel.